Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons had intermittently delayed responses and required multiple presses to elicit a response. The patient noted a tear in the keypad rubber over the up, down, and ok buttons. The patient reportedly wore the pump in a case attached to a belt and did not clean it. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.